Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration or dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the concentration and dosage of the pump was low, and was thought to be at 13 or 14. It was reported that the patient was not getting pain relief around three weeks prior to the time of the report and they thought there was a problem with the pump. No further complication was reported.